Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump reset unexpectedly. In addition, the pump battery dropped from 60% to 5% within one day. The customer's blood glucose (bg) level was 220 (mg/dl) at the time of the reported events. Multiple follow up attempts were made to complete troubleshooting with the customer. However, no additional information was provided. In addition, the customer experienced a low bg level of 65 (mg/dl). The cause of the low bg level was unknown. Peanut butter sandwich and juice were consumed to address bg level. A recommendation was made for the customer to discuss low bg levels with a healthcare provider.